Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the fiber going into standby event. Analysis identified that the fiber glass cap was protruding more than usual due to glue failure. In addition, a distal circumferential fracture was also identified. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture and glue failure.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber kept going into standby after 10,838 joules of use. The fiber tip had been cleaned during the procedure. The fiber was replaced, and a second fiber was used to proceed. Then, after 82,247 joules of use the second fiber began forward firing. The fiber tip for the second fiber had also been cleaned during the procedure. The fiber was replaced, and the procedure was completed using a third fiber. There were no patient complications. Analysis of the returned fiber identified a distal circumferential fracture. Fiber 1 of 2.